Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor communication error, hardware failures and failed battery. Troubleshooting was performed. The customer¿s blood glucose level was 24mmol/l at the time of the incident. It was reported that the customer was instructed to re-insert battery after turning the insulin pump off. It was also reported that the customer was sent new batteries and a battery cap but there was no indication that the troubleshooting resolved the issue. The insulin pump will not be returned for analysis.